Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
An event involved primary plum set, 2 clave multiport connector, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, polyethylene lined light resistant tubing, secure lock, 213 cm. The customer reported that during administration of etoposide, the extension set was connected but medication did not flow. When reconnected to a second connector, medication leaked and contacted the nurse¿s arm. It was further reported that the extension set terminated in a spiros connector and that, after disconnection, the connector¿s silicone membrane did not return to its normal position, leaving the clave windows open and allowing leakage. The nurse washed the affected area immediately. There was patient involvement, but no patient harm/adverse event reported.